Event description:
It was reported that during a right colectomy, the etrio335h device was not coagulating; there was blood loss however the amount is unknown. The patient did not receive a blood transfusion. Suture was used to control the bleeding. Another resection and anastomosis needed to be done which prolonged the case by thirty minutes. When using the tx60b closing down on the common lumen for the anastomosis, the jaws on the device sprung open after firing properly, prior to cutting the tissue along the device. Mayo scissors and pickups were used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.